Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Hcp said the patient said their device is not working and further noted that it hasn't worked in a year or so. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported the batteries and leads are not working. Patient also stated that the issue hasn't been resolved because it would require surgery and the patient is on blood thinners. No further complications were reported.